Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin that was left before changing out the infusion set was delivered. Customer's low blood glucose level was due to over-infusing, in efforts to conserve insulin. Customer's blood glucose level was not reported but he treated his low blood glucose with food. The paramedics were contacted but no treatment was administered and he was not admitted to the hospital. The device was not returned.